Event description:
(B)(4). This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.